Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose readings. The customer's blood glucose value was 43 mg/dl. The customer stated that she gave insulin and it will cause her to go low. The customer suspended the pump and treated with orange juice. Troubleshooting was performed. The customer stated that the drive support cap appeared normal. The customer also mentioned blood glucose of 300 mg/dl. The customer treated with the pump. The product was not returned for analysis.